Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the fracture occurred approximately halfway down the screw shank. The fracture face was uneven and raised on one side. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per the IFU, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. Non-union may have contributed to the failure. According to the rep, fusion was not achieved at the event site.

Event description:
It was observed via x-ray that an everest polyaxial screw, in the left s1, broke post-operatively. Revision surgery has occurred.

Event description:
It was observed via x-ray that an everest polyaxial screw, in the left s1, broke post-operatively. Revision surgery has occurred.